Event description:
A malfunction code was reported by the customer, specifically malf 0, but there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the customer in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if any issues reoccurred.